Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure on (B)(6) 2016. On (B)(6) 2016 the patient was admitted to the hospital with abdominal pain. The patient's condition continued to decline and the patient was placed on end of life hospice care on a do not resuscitate status and subsequently died of cardiopulmonary arrest. The site reports that the death is not related to the superdimension device or the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.